Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. The catheter was primed and inserted into the patient and would only turn on for a second before the "check saline supply" error occurred. This occurred three times when the catheter was at the proximal end of lesion. The catheter was removed from the patient and another of the same device was used to complete the case. No complications were reported and the patient status was fine.